Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and adjusted the hemoglobin voltage to resolve the error condition of voteouts for the hemoglobin parameter. (B)(4).

Event description:
The customer reported an error condition of voteouts (non-numeric results) for the hemoglobin parameter after calibration was performed on the coulter act diff 2 analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.